Manufacturer narrative:
Additional information was added to d4, and h6: h4: device manufacture date ¿ the lot r24g20048 was manufactured on 7/21/2024. The lot r24g24062 manufactured on 7/26/2024. This lot r24g20109 was manufactured on 7/23/2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and the male luer was cracked/broken into the female luer of the MRI (magnetic resonance imaging) tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted of the suspect lot numbers r24g24062, r24g20109, and r24g20048, and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot#: suspect lot was either: r24g24062, r24g20109, or r24g20048. D4: unique identifier (UDI)#: the UDI # is based on the di information as the specific lot number was not provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection of a continu-flo solution set broke. This was observed when disconnecting the solution set from an unspecified MRI tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.